Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, psychological disorder, smoker. Exposed/necrotic bone on buccal around implant. Patient smokes and non-compliant with meds.